Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/10/2013 with the following findings: the keypad cover was found to be torn at the contrast button. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the contrast button was completely unresponsive. The ok keypad button responded appropriately to button presses. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient reported that the up/down arrow and ok buttons are intermittently working. The patient stated that she has to press it hard several times to get it to work. The issue started a few days ago, progressively getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.